Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump alarmed air in line and when the nurse opened the door to the device, the tubing set separated at the lower fitment. There was no patient harm.